Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in the last month, one sensor broke and the other stopped working. The customer's blood glucose reading was unknown at the time of incident. The customer declined to troubleshoot for either issue and would like the sensors replaced.